Event description:
Received your safety alert letter in 2007. The following month, cardiovascular consultants called and set up an appointment for me six days later. At that time, they reprogrammed my defibrillator and informed me that it would need to be checked every 3 months instead of every 6 months because of the FDA "recall" and medtronic's "suspension" of the above referenced. Therefore, every 3 months cardiovascular consultants will require me to pay a co-pay and bill my insurance, which I also pay the premiums for coverage, for the balance. I was given a wireless monitoring device to use for my convenience. However, found out in 2008, from cardiovascular consultants that when the system is used, cardiovascular consultants will require a co-pay and bill my insurance for the balance. This charge is for the doctor's time to evaluate the results and determine if an office visit is necessary. Your letter states "we sincerely apologize for any difficulties this may cause you and your family". This apology is not sufficient. Not only do I think about my life daily now but question why is this financial burden on my shoulder when medtronic's device is faulty? Bottom line: I feel medtronic should reimburse me for all add'l co-pays that I must make probably for the rest of my life, depending on no fractures in the lead. I await your timely response. I finally received a response from pt services the middle of 2008. A check and letter stating "medtronic warranty submission". I assumed, because of the content of my letter, it was reimbursement co-pays I made in 2007 and 2008. Five months later, my spouse received a call from the manager of pt services. She wanted to know if I received the above-mentioned check. The conversation amount to: the check was for the office visit co-pay to cardiovascular consultants in 2007 and travel. She did not receive the 2008, letter but the resend of 2008, was forwarded to her from the department of cardiac rhythm disease management. Reimbursement of the co-pays "I have no leeway to pay any additional fees." She offered the following info: the potential of the lead wire breaking is only 2.3%. If the pt alert is on, the alarm should go off prior to the lead wire breaking - no guarantee. The device self checks daily (she let my wife hear the sound over-the-phone if the alarm goes off). I could speak to someone who is knowledgeable with the device but who is not medically knowledgeable, which to me goes hand-in-hand. All of the ifs, shoulds, onlys, and buts do not relieve my anxiety about the FDA recall of the lead. "After recalls beginning in 2005 or problems with the devices, doctors have moved from reflexively replacing each recalled device to monitoring pts more closely." Herein lies the problem: no relief is in sight of my distress over this situation. Again, I ask you why is this financial burden on my shoulders? At this juncture, I feel medtronic's device has created a potential problem for me, which I fret about on a daily basis. I haven't jumped on the bandwagon of legal counsel, although I am aware of suits. I want to get this issue resolved of medtronic stepping up and, at least, reimburse me for the add'l co-pays I must pay to cardiovascular consultants annually. Please, do not pass this issue along to someone who has no authority.